Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farastar catheter connection cable during preparation became unsterile. Upon opening the package, one of the ends of the cable became unsterile due to a packaging issue. The device was replaced, and the procedure was completed without patient complications. The cable was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farastar catheter connection cable during preparation became unsterile. Upon opening the package, one of the ends of the cable became unsterile due to a packaging issue. The device was replaced, and the procedure was completed without patient complications. The cable was discarded. It was further reported that no damage to the external box was noted. Upon opening the package, when peeling back the packaging it started to tear down the middle of the packaging but not on the sides. No tools were used to open the package. No difficulties were noted by the user when removing the sterile packaging from the box.